Manufacturer narrative:
Follow-up # 1 date of submission 04/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2014 with the following results:a review of the daily insulin delivery totals showed that they correctly reflect user's programmed basal rates. The pump passed flow accuracy test and found to be delivering within required specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the patient was experiencing elevated blood glucose levels; and alleged that it could be due to the pump. The patient allegedly had a blood glucose reading of 450 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.